Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found cracked and leaking water during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: UDI details updated section g1: contact person updated to mr.(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph identified a horizontal crack near the base of the chamber dome. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph identified a horizontal crack near the base of the chamber dome. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure.".

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found cracked and leaking water during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber provided a rt225 infant bias flow breathing circuit was found cracked during patient use. There was no patient consequence.